Manufacturer narrative:
Pr 9718019 follow up for device evaluation. It was reported there was leakage from the syringe. To aid in the investigation, one sample in an opened packaging blister and two photos were received for evaluation by our quality team. A visual inspection was completed, and no defects or imperfections were observed. A leakage test was performed, and the sample passed. The two photos provided show the sample received. A device history record review was completed for provided material number 309653, lot 3066824. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Leaked out of syringe while filling 40cc of saline with repeater pump.

Event description:
Leaked out of syringe while filling 40cc of saline with repeater pump.

Manufacturer narrative:
Pr 9718019: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.